Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock due to lead noise. The lead was repositioned to solve the event. The device remains implanted. The patient was fine post-procedure.